Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer® k2e 5.4mg plus blood collection tubes there was an issue with a labeling error. It was stated the consumer ¿received 1 case, with label attached product number 368499, however inside, it was another product number 368274¿. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® k2e 5.4mg plus blood collection tubes there was an issue with a labeling error. It was stated the consumer ¿received 1 case, with label attached product number 368499, however inside, it was another product number 368274.¿ there was no report of injury or further medical intervention.